Manufacturer narrative:
(B)(4). It was reported that the patient would be changing from dianeal 2.5% solution(s) to dianeal 1.5% solution(s) on an unknown date. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis therapy. There was no further description of the breach in aseptic technique. Peritonitis was manifested by abdominal pain, nausea, vomiting, and cloudy effluent. On the day of onset, the patient was hospitalized for the peritonitis event. Beginning on the day of onset, the patient was treated with vancomycin 1 gram weekly for three weeks intraperitoneally and fortaz (ceftazidime) 2 grams daily for two weeks intraperitoneally for the peritonitis event. Antibiotic treatment was ongoing. Dianeal therapy was ongoing. After four days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.